Event description:
It was reported that during use of this oscillating saw in foot surgery, the device was spitting black material into the wound. The surgical site was irrigated with antibiotic irrigation. There was no report of injury related to this event.

Manufacturer narrative:
Investigation results: the saw was rec'd for investigation and the reported problem could not be confirmed. A visual examination found a dark substance around the external oscillator saw rim/edge. Further investigation of the internal components found no abnormalities or abnormal deposits. Some internal components of this handpiece are lubricated with chevron grease. If this lubricant did leak from the handpiece, it is non toxic. Conmed linvatec will continue to monitor this product for failures.